Event description:
Analysis of the returned device noted that the polytetrafluoroethylene (ptfe) coating had peeled. There were no clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The guidewire was returned loaded in a balloon catheter. The guidewire was successfully pulled out of the catheter. Visual analysis of the guidewire noted that the guidewire was bent at 44.5 cm from its proximal end. The outer diameter was found to be within specification. The guidewire polytetrafluoroethylene (ptfe) coating was examined under magnification and it was discovered that the ptfe coating was scraped off at approximately 38.0 cm from its proximal end. The ptfe coating appeared to have been scrapped with sharp object or torque device collet. The guidewire hydrophilic coating was examined and the coating is present on the guidewire and meets visual specifications. The hydrophilic coating was checked with wetted fingers. The coating was present on the guidewire. The guidewire was shaped on its distal section. During functional analysis, the guidewire was attached to a torque device and one to one torque was checked. The guidewire torque was not smooth due to the bend on the guidewire. The guidewire was loaded and advanced into the returned balloon catheter and the guidewire could not be advanced due to the blood in the catheter and anomalies found on the guidewire. Per the device directions for use (dfu): "excessive tightening of the torque device onto the wire may result in abrasion of the coating of the wire." Since the device dfu contains specific precautions that an overtightened torque device may result in abrasion of the coating of the wire, the cause is likely related to the dfu instruction not being followed.